Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a red biohazard bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. Not all components were included in the return (only one catheter was returned) therefore a complete evaluation was not possible. The catheter was returned still attached to the device nozzle. Powder was observed within the red catheter hub with a slight bend 51.5cm distal to the catheter hub. No discoloration was observed at the distal tip of the catheter and the distal print on the tubing is present. The device was returned with the on/off switch in-between the "off" and the "on" positions. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A build up of powder was observed within the device nozzle, but powder was not observed within the device tray nor on the exterior of the device. When tested as returned the device sprayed as intended both with and without the returned catheter attached. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested as returned. Catheter occlusion can be a potential cause for inability to spray; however, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. The information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement with their thumb. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
This investigation is on-going. A follow-up emdr will be provided within 30 days of receipt of new information.

Event description:
During a rectum post-polypectomy procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the red activation knob was turned, no click was heard. After assembly the powder failed to deploy [unable to spray-subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.